Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, customer experienced a high blood glucose (bg) level, high ketones, and vomiting. Reportedly, customer reverted to manual injections for insulin therapy.